Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, urethrocele, stress urinary incontinence, cervicitis and endometrial polyp. The patient experienced pain, erosion, infection, urinary/bowel problems, neuromuscular problems and vaginal scarring.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dyspareunia, urgency, frequency, uti and mixed urinary incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to mesh exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling and avaulta anterior solo synthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.